Event description:
It was reported to boston scientific corporation that an ultraflex tb stent was used during a bronchoscopy with stent placement performed on (B)(6), 2007. According to the complainant, during the procedure, the deployment suture broke off somewhere inside the delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (Deployment suture break, stent partially deployed). (B)(4). Initial examination of the returned device noted that the stent was partially deployed by approximately 37mm. It was noted that the deployment suture thread was broken at 670mm. The thread was frayed in appearance at the break site. Examination of the shaft noted that it was kinked at 98mm and 117mm proximal to its distal end. It was possible to retract the remainder of the thread and deploy the stent without any issue noted. No issue was noted with the deployed stent. From the information available this device was used per the directions for use / product label. A review of the manufacturing documentation found no anomalies. There have been no other similar complaints reported for this batch. As a result of this investigation, this event has been assigned the most probable root cause of design.